Event description:
Procedure: nephrectomy. According to the reporter: the client reports that the device could not be opened. The procedure was converted to an open surgery. Further details have been requested.